Event description:
The customer's father reported that the insulin pump alarmed button error. The blood glucose reading was 19 mmol/l. The customer's father stated that he went online and pressed the esc and act button, but the alarm did not clear. There were no significant events that led to the button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.